Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during unpacking for a peripheral stenting treatment procedure marker band visibility issues were noted. A 18x60/10fr 100 cm wallstent endoprosthesis with unistep plus delivery system was selected to treat an unknown lesion. During unpacking, the physician noticed that the distal marker band on the catheter was "not visible". The device did not contact the patient. The procedure was completed with a different device. There were no patient complications reported.